Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure angiogram was performed which showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician shuttled down to deploy the sealant, the physician withdrew the sheath from the tissue tract, and the advancer tube was not revealed allowing him (physician) to tamp down. The physician tried several troubleshooting techniques, but could not get the device to comply. He then deflated the balloon and pulled the device out from the patient. The sealant was not deployed. It was also noted that the shuttle tube was kinked and broken off. The patient was converted to 20 minutes of manual compression, at which time hemostasis was achieved. The patent was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The distal end of the shuttle cartridge was torn and the distal sealant was adhering to the torn cartridge. The tear on the shuttle cartridge might have been due to user manipulation as the narrative stated that "the physician tried several trouble shooting techniques, but could not get the device to comply." The advancer tube for the returned device was found inside the shuttle cartridge, which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle anomalies and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1233101) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the tear was user manipulation.